Event description:
A universal drill was sent for eval because it would keep running when the hand switch is released. The event occurred during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was identified as the probable cause of the device continuing to run when the handswitch is released.